Manufacturer narrative:
The lot history records for this lot number were checked and no discrepancies indicated. The device passed functional testing. Upon disassembling the valve, foreign material was found in the inlet slit. The valve was returned to us in a dry condition which may affect test results.

Event description:
Additional info: informant stated that shunt was inserted but drainage ofhydrocephalus was short lived and required revision and replacement.